Event description:
Oral feeding tube was placed in stomach. Upon xray it was determined that it was in the abdomen. The infant had bleeding and it was speculated that the infant had an esophageal tear. (Not confirmed).